Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument evaluation. The fse examined the immulite 1000 system, performed diagnostic checks for precision. Checked all fittings for leaks, and checked all tubing for damage - no problems were found. The fse also pro-actively replaced the level sense pcb, updated the software, and replaced the keyboard. Analysis of the instrument and the instrument data indicate that the cause for the discordant ipth results is unk. The instrument is performing within specifications.

Event description:
Discordant high ipth (rpt) results were obtained with the two (2) first and the two (2) second post-resection ipth samples for one (1) pt on immulite 1000. The first parathyroid excision was performed after baseline and pre-excision ipth levels were established. Five and ten minute samples were tested after the first excision. The physician performed a second excision based on the results of the first post-excision ipth samples. Five and ten minute post-excision samples were also tested following the second excision, and these also yielded high results. The physician questioned the high results of the second post-excision samples, which were then retested on 2 other systems and yielded low results.